Event description:
Dr. (B)(6) - surgeon reported to me 2 adverse events with cp250. Very little information shared with me. Cp250. Limited information from surgeon. Please reach out to her for additional information that's needed for her 2 cases.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.